Event description:
User received discrepant bicarbonate (co2) results for multiple pt samples. User could not provide total number of pt samples affected or actual results, but stated "original results recovered between 30 to 50 mmol per l; repeats were performed on other d modular analyzer and the repeat result ran in the 20s mmol per l". User said none of the co2 results for these pts had been reported no adverse events were reported. The field service rep found insufficient reagent priming was done for daily maintenance. He adjusted priming parameters performed for daily maintenance. A co2 precision was run with pt samples to verify analyzer performance.